Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 479 mg/dl. The customer¿s current blood glucose value was 279 mg/dl. The customer also mentioned other blood glucose values such as 71 mg/dl. The customer did not experience any symptoms of high blood glucose value. It was unknown how patient treated high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Auto mode feature was active during time of incidence. Trouble shooting was performed. The insulin pump will not be returned for analysis.